Event description:
Customer reported that she was changing the batteries of her adc blood glucose meter every couple of days and there were times that she was unable to use the meter. As a result, she may have administered incorrect amount of insulin during these times. Customer further reported subsequently experienced intermittent low and high blood sugar symptoms such as dizziness, burning in legs, neuropathy in hands and feet, dupuytren's contracture in hands, heart palpitations, sweating, severe cognitive problems, and seizure. Customer was seen by the doctor and was diagnosed with severe hypoglycemia. She was treated with "gluco something" as the customer does not recall the exact name. Customer self-treated with glucose and by eating. These events changed the normal medications of the customer. There was no report of death or permanent injury associated

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown.